Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has 7 scratches on the screen and it makes it hard to read the screen on the pump. Customer stated that he always has him pump in his pocket and today, he had to go under a piece of machinery where there was gravel. Customer heard the pump go off and he grabbed it to see what it was saying. Customer stated that the screen is almost impossible to read. Customer stated that the pump is still working as designed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.